Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female had an unknown mentor gel prosthesis implanted. During the procedure, the device was replaced with a 320cc mentor memorygel breast implant due to an unspecified complication. If additional information regarding the nature of the complication is made available in the future a supplemental report will be submitted.